Manufacturer narrative:
A ge service rep performed an over the phone investigation. The system cannot be repaired as the required parts to make the repair are no longer available. The system was put back into service.

Event description:
The customer reported that the system would not save images. No pt injury was reported.